Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's ipg was unable to communicate with multiple programmers due to being inoperable. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.